Event description:
New information notes the lead was explanted and replaced.

Event description:
It was reported that the patient presented for normal follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead revision is planned.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 9.9-12.1cm from the distal end. The etfe coating was intact at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.